Event description:
(B)(6) - office asst for dr (B)(6), indicated that a pt injected with radiesse dermal filler on (B)(6) 2011, had developed an infection. The pt was injected with radiesse in the cheek hollows. Over the weekend ((B)(6)), the pt developed tenderness and pus drainage of the left cheek. The pt lives quite a distance from dr (B)(6) office; the pt emailed photos and dr (B)(6) prescribed amoxicillin 250mg over the phone. The pt's symptoms resolved after taking the antibiotics and applying warm, moist heat to the area. At a 2 month f/u appointment with dr (B)(6) for a tooth cleaning, dr (B)(6) did not note any residual infection or redness, and there was no scarring.

Manufacturer narrative:
The device history records for radiesse lot 1024265 were reviewed. All required testing specs for lot 1022316 were met prior to release, there were no abnormalities noted. At the time this event was reported. The pt's symptoms resolved, and there was no recurrence at the pt's appointment with dr (B)(6) 2-months following the event.